Manufacturer narrative:
Correction: below mc1vr01-delsys: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: micra, mc1vr01-delsys / expiration date: 14-sep-2020 / serial#: (B)(4), no dev rtn to MFR? No, mfg date: 11-apr-2019, labeled for single use: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed pericardial effusion one day post implant resulting in an extended hospital stay. The leadless implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.